Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the info contained in this report.

Event description:
As reported to coloplast though not verified, patient was implanted with restorelle directfix ant mesh. Later the patient experienced chronic pain, mesh erosion, infections and lower abdominal pain. Antibiotic therapy was prescribed.